Manufacturer narrative:
The revision reported was likely due to instability. A review of the DHR and/or the sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Possible causes of instability for these devices are listed in rmr # 750-2002-039-rmr rev r.

Manufacturer narrative:
Pending evaluation. Concomitant medical device: 2.5 neutral liner.

Event description:
Revision due to instability.